Event description:
A report was rec'd of a pt having swelling from his feet to his knees along with loss of balance and weakness. The pt was instructed to turn off the stimulation by his physician, and the swelling subsided. It has been recommended that the pt has the system explanted.